Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was in emergency room due to hyperglycemia leading to diabetic ketoacidosis year or two years ago with blood glucose level of 900 mg/dl to 1000 mg/dl. The customer was treated with bolus and manual injection. The description of complaint was diabetic ketoacidosis. The other events reported were flu. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported customer did allege insulin pump was under delivering because insulin pump was not delivering full bolus. Customer declined to perform a carelink upload. Customer reported that the information label on the insulin pump was worn and not readable. The customer declined troubleshooting. The insulin pump will be and reservoir will not be returned for analysis.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0870 inches. The pump was programmed with multiple test boluses and monitored. All boluses delivered properly and were recorded in the pump's daily history screen. No bolus anomaly noted. Possible under delivery anomaly not confirmed. The pump was received with a faded serial number label. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, keypad overlay texture damage, pillowing keypad overlay, cracked keypad overlay at the select button and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. There was no auto suspended alarm or user suspended alert noted on the event date 16-jun-2018 in the pump history file. Please see the boluses listed on the event date 16-jun-2018 in the pump history file. (B)(6) 2018 17:15:16.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 3 bolusamountdelivered = 3 (B)(6) 2018 18:43:42.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 2 bolusamountdelivered = 2 (B)(6) 2018 23:06:20.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 2.5 bolusamountdelivered = 2.5 please see below for the daily total of all insulin delivered on 06/16/2018 in the pump history file. Dailytotalofallinsulindelivered = 7.5 dailytotalofbasalinsulindelivered = 0 percentageofdailytotaldeliveredasbasalinsulin = 0 dailytotalofbolusinsulindelivered = 7.5 percentageofdailytotaldeliveredasbolusinsulin = 100 there were no unexpected pump errors/alarms noted 1 week prior to the event date 16-jun-2018 in the pump history file. The pump passed the functional testing. Unable to confirm alleged high bgs/dka. Possible under delivery anomaly not confirmed. Bolus anomaly not confirmed. Cosmetic damage was confirmed at back of the pump (serial number label). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.